Event description:
The initial report to hood laboratories that a pediatric tracheostomy tube fractured in a pt came to co via a phone call from the pt's mother. She stated that the tracheostomy tube, which has been in use for approx. One year, fractured and required surgical intervention. This is all the info co has at this time.